Manufacturer narrative:
The device was inspected and tested; the customer¿s reported issue was confirmed as the image disappears/suddenly lost and is attributed to a defective/failure to the circuit board. Additionally, the service evaluation identified the following: the camera failed the air/water leak test due to a cut on the cable unit and there is deformation/indentations on the tip of the video connector near the gold colored video contacts. The cause of the defective board is unknown. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer high-definition autoclavable camera head was returned for service/repair for a reported ¿the screen does not appear dark¿ found during an unspecified event. No death, injury or harm was reported.

Event description:
The event occurred during procedure. There was a 5¿10-minute delay and the intended procedure was completed successfully with other systems. The device was inspected prior to procedure, no abnormality was observed.

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event (b5) and the results from the legal manufacturer¿s investigation. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed the cable was replaced in october 2020 and charged coupled device (ccd) chip was replaced in january 2020. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, the exact cause of the reported issue could not be conclusively determined. It was surmised that no image was displayed seemingly due to faulty ccd unit (water immersion). The cause of faulty ccd unit is likely due to water invasion to ccd caused by water from the cable. In general the customer is required to check the function of all devices used prior to a procedure and a suitable replacement is readily available. Regarding the cuts on the cable, as stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor complaints for this device.